Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and forwarded to the supplier for evaluation. The customer reported that aspiration (suction) does not work. During investigation the device was connected to a suction unit and the device extracted 39.52ml of liquid over the course of a minute, confirming the fault reported by the customer. The requirement is that the device should extract between 150mi and 260mi per minute. The device handle was dismantled with no obvious anomalies apparent. A leak test was performed on the device with no leak detected between the internal metal active suction tube and the flexible external suction tube. The shaft of the device was cut toward the distal end of the shaft and when reconnected to the suction unit, a flow rate of 250.31ml/min was recorded, indicating that the blockage was within the tip of the device. It is possible that the device has become blocked due to an excessive build-up of procedural debris. The fault reported by the customer has been confirmed. During leak testing there was no sign of leaking in the handle that would have reduced the suction performance which suggests the tip is blocked with normal procedural debris and is not related to any manufacturing error. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review part number: 228146. Supplier lot number: u1602208. Release to warehouse date: 3/21/16. Manufacturing date: 3/8/16. Expiration date: 1/31/19. Supplier: (B)(4). Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that a vapr coolpulse90 had no and/or lack of aspiration. Aspiration does not work. They tried to uncork it. Use of another device. No patient consequences.